Manufacturer narrative:
(B)(4). Initial reporter: the initial reporter declined to provide additional information. Facility information for the contact was additionally reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported), ceftazidime intraperitoneally (dosage, frequency, and duration not reported), and heparin intraperitoneally (international unit dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was reported to be "doing well" but it was not verified if the patient was recovering or was recovered from the peritonitis. No additional information is available.